Event description:
The customer contact reported a nondelivery. On an unspecified date, the device was programmed in the continuous mode to deliver an unspecified concentration of cleocin, at a rate of 2.7ml/hr, with an unspecified vtbi (volume to be infused), and container size of 5000ml. The delivery was started on 9/6/2006. The therapy was scheduled to last for ten days. Four days earlier, the homecare patient reported that, the device did not deliver any medication; however, the display indicated the device was infusing. The device was removed from clinical service. Therapy was resumed 24 hours later using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was printed at the manufacturing facility. The pump history indicated on an unspecified date, the pump was programmed in the continuous only mode to deliver in ml at a delivery rate of 2.7ml/hr, with a 5000ml vtbi (volume to be infused), a kvo (keep vein open) rate of 5.0ml/hr, a 5000ml container size, and air alarm off. On 9/6/2006, between 3:20pm and 3:27pm, the pump was powered on using batteries, the keypad was unlocked, a new container was programmed, the keypad was locked, a start alarm occurred, the alarm was silenced, a check cassette alarm occurred, a cassette was inserted, and the infusion was started. On 9/8/2006 at 12:49pm, the infusion was stopped and started. On 9/10/2006 at 12:49pm, a cassette alarm occurred and a cassette was inserted. On 9/10/2006 between 9:47am and 10:32am, the infusion was stopped twice and restarted once. At 10:33am, the pump was powered on and infusion was restarted. On 9/12/2006 at 12:27pm the infusion was stopped and restarted. On 9/14/2006 at 11:48am, a check cassette alarm occurred. Between 11:49am and 11:51am the infusion was stopped and the silence key was pressed 4 times. A review of the history indicated the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.